Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had intermittent sealing. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, intermittent sealing with the vessel sealer extend instrument was observed. The customer stated that during the sealing sequence, an audible beep from the integrated electrosurgical unit (iesu) indicate sealing was completed were noted, however, thermal effect to the patient¿s tissue was not observed. The instrument was removed and the user continued with the procedure. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr stated that no bleeding occurred during the procedure. The target tissue was located around the uterus measuring less than 7mm. The vessel was not calcified. Prior to the issue, the instrument initially worked and was used for approximately ten minutes. The surgeon performing the procedure was experienced with the da vinci system.